Event description:
The patient underwent sigmoidectomy procedure due to diverticulitis. Leak was evident on pod 4 and the patient was re-operated.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The production history files were reviewed, indicating that the device was released according to the product specifications. The ring was returned on may 24th and is being evaluated. No conclusions could be currently drawn based on the available information, before the completion of the ring testing. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.